Event description:
A home patient's nurse contacted baxter's technical service center for assistance in ending a home patient's automated peritoneal dialysis therapy early. Reportedly, the patient line became disconnected from the home patient's transfer set during therapy. The home patient reported that patient may not have connected it securely while initially connecting to the setup. Baxter's technical service center assisted the home patient's nurse in ending therapy early. Therapy was completed by setting up with new supplies. The home patient was treated with prophylactic antibiotics as result of this incident. The home patient was unaware of how long patient transfer set has been in use. The home patient advised that this incident occurred upon initial use of the homechoice set. No patient injury was associated with this event.